Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis confirmed the reported event; lower case was damaged. Analysis also found the lower display was missing one line at right side lcd (liquid crystal display). The upper case was also damaged, several parts were missing, and the latch and user knobs were missing.

Event description:
It was reported the rear panel was broken. The external pulse generator was returned to the manufacturer for service, analyzed and tested out of specification. There was no patient involvement.